Event description:
Reporter stated the inform ii base unit was smoking. It appeared to originate near the contacts, and the smoking stopped when the base unit was unplugged. No adverse event was reported. The alleged product was replaced and requested for evaluation.